Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was not available for evaluation since it is part of a target market release. The provided software log were reviewed, however it was unable to confirm the alleged complaint of inaccurate values. The diagnostic logs provided were not enough to evaluate and no clinical logs were provided for evaluation. The product nonconformance was unable to be confirmed as the device was not returned and no logs (clinical logs) was provided for the investigation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this target market release (tmr) on a lvad- heartmate procedure, the screen of this hemosphere alta monitor failed as the dpdt value was significantly different from the alta monitor than from the echo. Also, after bypass, the ico (1.6) was lower than the corv (3.0). After calibration, the ico was more stable. There was no error messages displayed. The patient was not treated according to the inaccurate values provided. There was no allegation of patient injury. The monitor will not be returned as this is a tmr.